Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: pink safety shield only partially connected to needle it was reported that in december, we were in contact with you following a complaint about the bd needle. We have now received another complaint and would like to initiate a complaints procedure once again. The issue concerns the pink safety shield, which is now only attached on one side (see attached photo). We have received several reports of this issue. Would it be possible to collect these needles for further investigation?